Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/ catalog number: sc-2108-50m, serial number: (B)(4), batch/ lot number: 14470/ 15289/ 22646, model/ catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected. No further information could be obtained.